Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that around (B)(6) 2019, the patient noticed they were unable to change the group setting; they were stuck in group c and couldn't get to groups a and b that they used to have. It was noted they were only seeing group c now. The patient did try resetting the lithium ion battery but that did not resolve the issue, so the patient was upset and stated that the device was faulty and goes "haywire". They were redirected to see their doctor and a manufacturer representative (rep) to have the device checked and reprogrammed. Additional information received from a manufacturer representative (rep). It was reported that the rep removed groups a and b in (B)(6). It was clarified that by the device "being faulty and going haywire", the patient felt like the controller was faulty because she would take the battery out of the back and then she still only had group c after she did that. The rep added a program for the patient so she has a choice between group c and a. The issue was believed to be resolved. The rep mentioned that upon interrogation, there were 4 electrodes with high impedences >10000. The patient stated she had no changes in her stimulation or the effectiveness of the therapy for her occipital neuralgia. The rep added a program around these electrodes and was successful at capturing her painful areas (program a). The rep spoke with the hcp regarding the issue and we told the patient to reach out to us if she felt like the therapy wasn¿t managing her pain enough. The hcp did not wish to replace her lead at this time. No further complications were reported.